Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 plastic tip was torn and couldn't be used. A replacement device was used to complete the procedure. The surgeon stated that he noticed that the cautery was shutting off; similar to when you activate for too long but he wasn't moving that much to make it shut off. After a bit he finally looked at the tip (it was during the fasciotomy) and it looked ratty so we got a new one and had no more issues.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed of clinical usage and evidence of blood. A visual inspection was conducted. The silicone insulation on the cold jaw was partially torn away from the tip and remained attached. Evidence of heat damage was observed on the jaws. A pre-cautery test as was performed per the instructions for use (IFU) with a reference hemopro 2, adapter cable and reference power supply. The device passed the pre-cautery test; it produced steam and heat during several 5 second activations and shut off when the toggle was released. The pre-cautery test was performed 10 times over a ten minute period. A polyfuse test was performed; the device shut off after a period of sustained activation and reactivated after cooling off with no incident. Temperature and resistance testing was conducted for the device. The device passed and met specifications for both tests. Based on the evaluation and test results, the reported complaint was confirmed for peeled jaw. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 plastic tip was torn and couldn't be used. The cautery was also shutting off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.